Manufacturer narrative:
This MDR is the result of a retrospective review of complaints for the purpose of identifying concomitant devices. The reported event describes side effects from the procedure or patient symptoms due to their condition. This product is considered a concomitant device and did not contribute to the reported event. The device referenced in this report was not returned for evaluation.

Event description:
It was reported that during an idiopathic ventricular tachycardia (vt), the patient experienced cardiac tamponade when the patient's systolic blood pressure dropped from 100 to low 80's. The cardiac tamponade was confirmed by intracardiac echocardiography (ice). The physician attempted to perform pericardiocentesis but was unsuccessful. The patient was sent to the operating room (or), where a pericardial window was performed. In addition, vasopressors were administered to the patient. The patient was reported to be in stable condition. No additional information was provided.